Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose level and having contact with first responders. The customer's blood glucose level at the time of incident was 30mg/dl. The customer states the emergency medical services personnel administered an injection to help with the low levels. The customer also states the set leaks and the cannula appears clogged with what could be dried insulin. The customers' blood glucose level was between 300mg/dl to 500mg/dl. The customer was advised to call back in the future if troubleshooting is needed.